Event description:
A falsely elevated ctni result of 3.34 ng/ml occurred on a patient sample. Two other results for the same sample were 0.00 and 0.01 ng/ml. The elevated result was not reported. The sample was reported as <0.04 ng/ml. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a results of the falsely elevated ctni result. Analysis of the instrument data indicated carry-in by the r1 probe from the drain. Customer maintenance resolved the problem.